Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien tech support troubleshoots this issue with customer over the phone. Covidien tech support suggested to replaced bdu cpu pcb. Covidien was not authorized to service the device.